Event description:
A customer technical advocate (cta) was contacted by a customer stating that the bardcode read the wrong demographics on a pt sample tested using the cd sapphire analyzer. The customer states, that the test results were generated correctly, but the results for pt ran at 07:41 in 2006, were incorrectly assigned another pt that ran at 03:00 in the morning, that same day. Both of these samples were placed on rack # 7 in position # 1 and were tested in closed mode of operation. The customer states that running samples in the open mode of operation using a hand held barcode reader had no issue. No incorrect results were released from the lab and no impact to pt mgmt was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.